Event description:
The ventillator overheated and alarmed while in use on the pt. The customer reported there was no pt harm and the ventilator was removed from use. The distributor's service engineer performed an evaluation of the ventilator and reported finding components on the power supply overheated. The service engineer replaced the power suppy to correct the problem. A request to return the power supply to the manufacturer has been made, however the component has not been received to date.